Manufacturer narrative:
Evaluation summary: it was caused due to insertion flexible tube (ift) loosened. In addition, we confirmed that u/d and r/l pulley wires stretched and th lg prong top assy loosened; however, these are not related to the alleged complaint. We received the defect and conducted the following investigation and repair. Observations: insertion flexible tube (ift) loosened,u/d pulley wire stretched,r/l pulley wire stretched,lg prong top assy loosened. Repair: replaced the insertion flexible tube (ift),u/d pulley wire,r/l pulley wire, lg prong top assy. This device is not marketed in us, therefore 510k is not applicable. Model ec38-i10l-us is available in the USA with a 510k number k131855. This report is being filed as part of the pentax backlog management plan.

Event description:
Insertion tube loosened, leaky. This event occurred at the time of reprocessing. There was no report of patient harm.